Event description:
It was reported that the caller stated five days before reported event date the patient began experiencing a "zapping" and pressure sensation like a pin poking in patient¿s right side under her breast. The sensation was random sometimes occurring every 20 seconds. It becomes intense and then a little less intense but has been progressively getting worse each day. The settings were 3 seconds on, 2 seconds off. The patient had no fever per caller. The patient¿s neurontin and pain medications were not working for this issue. Patient had another condition where she had to walk every day and they thought maybe she walked too much to cause it but the patient also passes out and falls down regularly per caller. The device was still controlling patient¿s symptom. It was noted the last time they went to the ER (emergency room) the ER staff had no idea about the device or what to do. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was explanted and replaced. It was noted as depleted and repositioned. There was a fifty percent or greater symptom reduction. It was noted that the battery was depleted and battery was close to rib cage. The new battery was positioned further away from rib cage. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.